Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic during for a follow-up. T-wave oversensing was noted on a stored egm. The device was reprogrammed and remains implanted.